Event description:
It was reported that a dyonics powermini was overheating. The exact moment at which the issue was noticed or how the procedure was completed is unknown; however, it was reported that the procedure was resumed, without any delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference number: case- (B)(4). H2:

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed broken lanyard. The functional evaluation revealed the returned device's motor, motor housing, suction and suction lever worked as intended. It's noted the returned device did not overheat during the functional evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure of a concomitant device. Based on this investigation, the need for corrective action is not indicated.